Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the current black box and alarm history shows no eaw¿s associated with the complaint. Tdd¿s add up correctly and reflect the user's programmed basal rates. A delivery accuracy test was successfully completed pump found to be delivering accurately and within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : on (B)(6) 2013 she tested her blood glucose (bg) at 4 am and it was 150 mg/dl, normal for her. When she woke at 7 am, she felt low but did not check bg. She went back to sleep and at 8 am her husband heard her breathing oddly and she was not responsive. Husband administered glucagon and called paramedics. They gave her 2 amps of dextrose and transported her to the emergency room (ER) where she stayed 5 hours, drank juice, ate fruit and peanut butter/jelly sandwich. Her bg was 20 mg/dl on admission. Her bg went up to 230 mg/dl, she took 1 unit of insulin and went home. She alleges when she got home her bg was 60 mg/dl. The patient also alleges that over the past 4-5 weeks she has experienced fluctuating bg levels, and is questioning if the pump is dispensing insulin correctly. Bg has dropped into the 30-40 mg/dl range several times a week, with no symptoms other than feeling off. She would run temp basal -90% when she gets low. Noticed in last 2 weeks her bg would go high up to 400mg/dl, she would bolus then 2 hours later it drops to 98mg/dl. She ate and then still dropped to 79mg/dl 1 hr later. Patient drank oj and would come off pump for a few hours when this occurred. Patient using novolog and changes her set every only 4-5 days when cart is empty. Customer support (cs) review found no mechanical issue with pump, no relevant alarms. Patient calculates her own boluses, sometimes overfills cannula and sometimes forgets to fill cannula. Patient¿s medical history includes a kidney transplant 20 years ago; asthma - flared up in (B)(6) so she took extra prednisone at that time and adjusted basal rates, then decreased basal rates back down when she stopped taking 10 days later. Patient began taking anti-hypertensive carvedilol (ace inhibitor/beta blocker) about 1 month ago and stopped today because she read that it can mask symptoms of low bg. Patient has been stressed about losing her job on last month. Cs advised follow-up with health care provider to review and evaluate pump settings patient agrees to contact hcp. Patient has not had setting adjustments for years and has same basal rate running all the time. She does not use pump to calculate her bolus amount and only uses same number all day to do her own calculations. Cs explained to her insulin needs vary throughout day based on activity, medication, illness etc. Patient confirms alternate method of insulin delivery. Advised nothing found to indicate mechanical malfunction of pump. Patient also changes every site only every 5 days, reviewed recommendations for site change and fill cannula. This complaint is being reported because a patient on pump therapy experienced hypoglycemia possibly related to the user error of changing sets only every 5 days.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as patient did not replace sets as per IFU. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.